Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. The field service engineer (fse) reported that it is suspected to be caused by user's mishandling. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit experienced unstable air pressure. The issue occurred during preparation for use for a pancreatic surgery. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.